Event description:
It was reported that the lead package was opened and the stylet was poking through the lead. A small wire was hanging off the top of the lead. It was noted that the reporter was able to complete the case by using a different lead and the damaged lead never came into contact with the patient.

Manufacturer narrative:
(B)(4).